Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing and noise signals on the electrode which resulted in delivery of inappropriate shocks. Subsequently, the physician opted to explant and replace the device and electrode. The patient was insistent on not receiving another s-ICD device, so a transvenouse implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported.